Manufacturer narrative:
D4: lot number - updated lot # from 25743788 to unknown. The returned device would relate to one of the following finished good batches (24929059 or 24929280). Device evaluated by MFR.: returned product consisted of a zelantedvt thrombectomy system with portion of an unknown .035" guidewire. The pump assembly, hub, effluent/supply line, shaft, and tip were visually inspected. Blood was present inside the device and the waste bag was cut-off, when received. The waste bag was not returned for analysis. Inspection of the device revealed that the wire lumen was detached in the hub and just proximal of the tip with majority of the wire lumen buckled and had numerous kinks. The distal shaft was detached at the transition between the proximal and outer shafts (approximately 96cm distal of the strain relief) with only a portion of the distal shaft still attached just proximal of the tip at the distal markerband. Majority of the hypotube was twisted and bent with the hypotube separated just proximal of the jet body. The tip was also damaged. The distal end of the wire lumen and shaft separations were torn, indicating that there was force applied. An attempt to remove the zelante catheter off the guidewire.; however, due to the damage of the wire lumen, the catheter was unable to be removed and was stuck on the wire. The (ID) inner diameter of the hub and tip was measured and the .035" pin gage was able to be placed into the device with no issues, indicating the ID of the device was within specification.

Event description:
It was reported that guidewire became stuck in the catheter and a catheter break occurred. The target lesion was located in the left lower limb. After the guidewire was inserted, an angiojet zelantedvt catheter was advanced for treatment. During the procedure while in power pulse mode, it was noticed that the catheter and the guidewire were bonding together and were moving at the same time. After multiple attempts, the guidewire could not be removed. The physician had to pull out the devices together. Upon removal, it was found that the yellow core inside the catheter was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that guidewire became stuck in the catheter and a catheter break occurred. The target lesion was located in the left lower limb. After the guidewire was inserted, an angiojet zelantedvt catheter was advanced for treatment. During the procedure while in power pulse mode, it was noticed that the catheter and the guidewire were bonding together and were moving at the same time. After multiple attempts, the guidewire could not be removed. The physician had to pull out the devices together. Upon removal, it was found that the yellow core inside the catheter was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.